Event description:
The handheld computer and the software flashcard were received by the manufacturer on 04/17/2015. No anomalies associated with the handheld computer display were identified during the analysis. The handheld was received without a main battery. As a result, the handheld would only power on using ac power. No other anomalies were identified. No anomalies associated with the flashcard software or the databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the user of the handheld computer could not complete the screen alignment. The screen was tapped five times as indicated by the software, but the installation process did not proceed and the alignment started again. Return of the device is expected, but it was not received to date.